Event description:
The customer states that hemoglobin and hematocrit results generated using a cell-dyn 3200 cs analyzer for one pt were questioned by a medical practitioner. Initial results were rbc=3.04 m/ul, hgb=11.2 g/dl, hct=26.7%, wbc=11.4 k/ul and plt=298 k/ul with an rbc morph flag and qc in range. The sample was remixed, and repeated obtaining the following results; rbc=3.90 m/ul, hgb=11.3 g/dl, hct=34.2%, wbc=11.3 k/ul and plt=360 k/ul. The physician accepted the repeat results with no impact to pt management was reported.

Manufacturer narrative:
Investigation summary: the customer stated that the maintenance was up to date. The customer technical advocate (cta) recommended a precision study be run. After the precision was done all parameters passed except noc (cv% 2.8, cv% spec=<2.7) and hgb (cv%=1.3, cv% spec=<1.0). Hgb output was 4.43v (range 5.0-5.4v). The cta recommended hgb flow cell and shear valve be cleaned and then precision repeated. The customer was to call back to discuss the hgb output and possible adjustment of hgb set point. The customer stated qc was in range and cta explained the significance of the precision study and correcting those issues before further testing. After cleaning, precision was run and all parameters pass: noc (cv%=1.2 spec=<2.0); hgb (cv%=0.5 spec=<1.0). Cta assisted customer in adjusting hgb voltage to 5.13 v (5.0 to 5.2v). Customer repeated the qc and the cta observed that mcv was showing a low bias of about 2fl. As mcv can affect hct calculation, cta recommended calibration. Customer called back after calibration, that the mcv was corrected and now close to the assay mean. The qc results and pt results were satisfactory. The resolution summary stated that the likely cause was a dirty hgb flow cell and calibration. The issue of discrepant results was resolved by cleaning the hgb flow cell, cleaning the shear valve, adjusting the hgb voltage and calibration. The cd3200 system operator's manual (06h60-01, rev m), on pages p. 9-9 states: overdue maintenance is usually indicated by an increase in imprecision of one or more of the directly measured parameters. This increase is due to carryover or dilution/sampling inconsistencies. If this occurs on more than a random basis, the appropriate maintenance should be performed more frequently. The directly measured parameters are wbc, rbc, hgb, plt. Information on troubleshooting erratic or imprecise data is discussed for troubleshooting, on pages 10-9, 10-27, 10-29. Trending: a review of complaint reports, for the period february 2007 through september 2007, did not indicate any adverse trend for cell-dyn 3200, list base, for the complaint issue. August reports were still in process. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 9: service and maintenance: preventive maintenance schedule: overview: p. 9-9 section 10: troubleshooting and diagnostics: raw summary data: p. 10-9, troubleshooting imprecise or inaccurate data: p. 10-27, 10-29. Conclusion: instrument generated results which were questioned by a physician. When sample was rerun the rbc, hgb and hct results were different. Repeat results were accepted by the physician. The device was out of specification in a manner that relates to the event. Cleaning the analyzer, running precision and calibration resolved the issue. This is the final report. End of report.